Event description:
Fitusa manufacturing is selling poorly-made face masks and advertising that the masks have an FDA classification. "Classification regulation: 21 cfr 868.5450; device type: humidifier, respiratory mask; product code: obn." The information is false. The masks are single layer, highly-permeable masks that serve little purpose to prevent the spread of covid-19. FDA safety report ID# (B)(4).